Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer provided four photos. A visual inspection performed on the photos revealed a crack at the top of the blue luer. A device history record (DHR) review was performed on the luer and no relevant findings were identified. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states not to use acetone with this catheter and that the catheter and extension lines should be examined before and after each use. The complaint indicated that a nurse found leakage due to an extension tube crack. The complaint of a crack was verified during a visual inspection of the provided photos. The photos revealed a crack at the top of the blue luer. However, since no sample was returned for analysis, the probable cause of the cracked luer could not be determined based upon the information provided. A DHR review was performed and no relevant findings were identified.

Event description:
The customer alleges that a nurse found leakage when the patient had a hemodialysis treatment and noticed that the extension tube was cracked.

Manufacturer narrative:
(B)(4). The evaluation is not complete at the time this report.

Event description:
The customer alleges that a nurse found leakage when the patient had a hemodialysis treatment and noticed that the extension tube was cracked.